Event description:
It was reported that the carotid wallstent was difficult to remove. The carotid wallstent was used in a carotid artery stenting (cas) procedure. It was reported the stent was difficult to advance. The monorail lumen was flushed allowing for the delivery system to be advanced. Post stent deployment, the system was difficult to retrieve and the system and optimalwire were removed together. There were no patient complications as a result of this event